Event description:
Letter from consumer received on april 17, 2023, suggesting that on (B)(6) 2023, a child wearing the product suffered third-degree burns to the chest, which they believe was caused by the product's battery.